Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg has been experiencing difficulty communicating with the patient's charging system. In turn, the patient ipg became inoperable over time. Troubleshooting via assistance from a company representative was unable to provide resolution. As a result. Surgical intervention was undertaken on (B)(6) 2022 where the ipg was explanted and replaced. Therapy was restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis or disposal. No further even details could be obtained. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This ipg serial number is included in a field advisory. The investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg has been experiencing difficulty communicating with the patient's charging system. In turn, the patient ipg became inoperable operable over time. Troubleshooting via assistance from a company representative was unable to provide resolution. As a result, the patient may undergo surgical intervention to address the issue.